Event description:
It was reported the patient¿s subdural lead required "evacuation" due to short term neurological deficits which resolved after evacuation. It was noted there had been no long term complications of the implant.

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was intractable facial pain. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).